Manufacturer narrative:
Patient¿s weight is unknown. Date of postoperative plate breakage is unknown. Possible UDI number: (B)(4). Reporter phone number is not provided for reporting. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post-operatively a locking compression dynamic hip plate (lcp dhs) broke. The implant surgery was performed on (B)(6) 2016. A revision surgery was performed on (B)(6) 2016. Concomitant devices reported: dhs/dcs lag screw 12.7mm thread/80mm (part # 280.800, lot # 9519315, quantity 1), dhs/dcs compression screw 36mm (part # 280.990, lot # 9916242, quantity 1), 5.0mm ti locking head screw self-tapping 46mm (part # 413.346, lot # 9300874, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 02.224.230, synthes lot number: 9735445 release to warehouse date: 30. Dec. 2015: manufacturing site: grenchen: non-conformance (nc) was generated during the production of this lot for two device with scratch on the surface. That two device was subsequently reworked and successful released to warehouse. A product investigation was performed. The complained article was forwarded to the manufacturing side for investigation. It was reported, that all dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the relevant drawing. As well as, thickness was measured close to the breakage point and has passed its specifications. Besides, during manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as width, ball height and thread zero point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on the investigation results, this complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed concomitant devices: there is no indication that any of the listed concomitant device (screws) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore, only a visual inspection on these devices will be performed. The screws show that the devices are in a used condition without heavy damage. The surface of this implants has wear marks it is not possible to determine where it is coming from. We can only assume, that this can be traced during removal or a possible instability of the fracture situation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.